Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 258 mg/dl. The customer stated that the down arrow was unresponsive, and that her menu scrolled without her even touching the buttons. She received a button error after experiencing those keypad anomalies. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues other than the keypad anomalies preceding the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms were noted during testing. No unexpected scrolling display during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot and cracked battery tube threads.